Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# b0942521k, implanted: (B)(6) 2009, product type: lead. Product ID: 3389-28, lot# b0942522k, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an opening of their abdominal wound. Intervention involved wound re-stitching. The event was related to the procedure and was resolved without sequelae.

Event description:
Additional information reported the wound was open again and there was an infection at the pocket with risk of stimulator perforation. It was unknown if a culture was taken and antibiotic treatment with vancomycin was required. The stimulator was removed in (B)(6) 2014 and not replaced until (B)(6) 2015 to allow the wound to ¿rest.¿ the event was related to the procedure and required hospitalization of the patient. The event was considered resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was resolved without sequelae as of (B)(6) 2015. No further complications are anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3389-28, lot# b0942521k, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-28, lot# b0942522k, implanted: (B)(6) 2009, explanted: (b)96) 2014, product type: lead. Product ID: 37085-95, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. Product ID: 37085-95, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The entire system was replaced during intervention on (B)(6) 2015.